Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during an upgrade procedure, the right atrial (ra) lead dislodged while implanting another pacing lead. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.